Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load process. Customer reported blood glucose level ranged from 160-200 (mg/dl), which was addressed with manual injections. The customer was able to load a new cartridge successfully and if needed, has manual injections available as alternate insulin therapy.